Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, because the patient noted experiencing dizziness, there were episodes of oversensing and varied capture threshold resulting in inappropriate low voltage pacing observed on the right ventricular (rv) lead. Technical support was contacted and the recommended reprogramming was performed on the device to resolve the event. The patient was in stable condition.